Event description:
It was reported that this patient passed away on the (B)(6) 2025, which was the day of implant of the subcutaneous implantable cardioverter defibrillator (s-ICD) system. Medical/surgical interventions were reported to be cardiopulmonary resuscitation (CPR), a temporary pacemaker and impella. No device issues were reported to be suspected, and no other details were provided.

Manufacturer narrative:
Refer to section b.5. For additional event description.

Event description:
It was reported that this patient passed away on the (B)(6) 2025, which was the day of implant of the subcutaneous implantable cardioverter defibrillator (s-ICD) system. Medical/surgical interventions were reported to be cardiopulmonary resuscitation (CPR), a temporary pacemaker and impella. No device issues were reported to be suspected, and no other details were provided. It was additionally reported that an autopsy was not performed, and the body was released by the coroner. The cause of death was not determined.